Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/20/2023, it was reported by a sales representative via email that a that a ar-3638 knotless fibertaks tip of the inserter was broken off. This occurred during a labral repair, the bone was prepped with a 1.8 30-degree curve drill guide and 1.8 flexible drill. The anchor was impacted in standard fashion, and upon removing the anchor the tip of the inserter broke off. They attempted to remove the tip of the anchor but were not able to get it out completely. The anchor was removed, but about 8mm of the tip of the inserter remains stuck in the patient.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
Additional information provided on 01/23/2023, it was reported that this event took place on 01/20/2023. The patient had good bone quality, not excessively hard or soft.